Event description:
On 03-sep-2025, the user reported repeated restart "alert 63" despite restarting the ilet twice at 50% charge. A replacement ilet was arranged, with instructions to return the broken device within one week. The user was advised to have backup therapy in place as device functionality was in question, to sync data to the mobile app, and on how to shut down the device. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.